Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead had issues that were likely due to an insulation breach. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was suspected of a fracture. The lead currently remains in use but will be explanted and replaced at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.